Event description:
The customer contacted technical support via telephone (B)(6) and noted "jouan centrifuge lid is falling down during use and (B)(6) is worried this is a safety issue. The lit almost hit someone's arm".

Manufacturer narrative:
The incident did not lead to death or serious deterioration in the health of a pt or user; however info does suggest that if the device malfunction were to recur, it could contribute to an injury. The device was returned to bd and evaluated. The device malfunction was not confirmed. The centrifuge was found fully functional and performing as intended. The device MFR will be notified of the event, and bd has initiated an internal investigation number (B)(4) to identify root cause and corrective action.